Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 25 mg/dl. The customer was treated for the low blood glucose by drinking chocolate syrup. The customer does not remember what caused the low blood glucose. The customer was hospitalized on (B)(6) 2015. The customer rewound their insulin pump and was advised to monitor the device. The customer did not return the product back for analysis.